Manufacturer narrative:
The pump has been returned to animas for eval. The eval of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the eval is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2011, the pt contacted animas alleging that a pump had a cracked battery compartment. The pt indicated that he noticed the cracked casing the night before contacting animas. The pt also claimed that he had to hold the cap down to gain power on the pump and to take a bolus every hour. On the morning of (B)(6) 2011, the pt claimed that his blood glucose (bg) level was 400 mg/dl. At that time, the pt claimed that he had a symptom of shortness of breath. The pt reportedly took a correction with the pump by holding the cap down and taking a bolus. While speaking to the animas rep, his bg level was 203 mg/dl. The pt was instructed by the animas rep to a backup plan for insulin delivery. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that he developed a symptom that can be associated with a serious injury after the alleged issue began.